Manufacturer narrative:
H10. Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed the damage to the proximal threads. A visual inspection revealed that there was significant debris present on the anchor, suture, and insertor. The metal of the anchor was damaged where it was grasped for removal. The proximal threads had many nicks and deformations due to the removal process. The distal threads were free of damage. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Breakage of suture anchor can occur if pre-drilling is not performed prior to implantation. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. The complaint was confirmed. Factors that could have contributed to the failure include improper pre-drilling, use of a damaged device, or use of excessive force or torsion during insertion. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery, the anchor of the twinfix can't be screwed in totally when screw-in for 2/3, the screw threads were worn. The screw was removed from the patient and a backup device was used in the same bone hole. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.